Event description:
It was reported that the pt was charging more than expected. Impedance measurements indicated that the electrode 0 is "open" but electrodes 1, 2, and 3 were good. The pt felt a warm sensation in and around the neurostimulator pocket area during recharging but reported seeing the "full" icon. Interrogation with the clinician programmer showed the average recharge session was only 2 hours. Add'l info was requested.

Manufacturer narrative:
(B)(4).